Event description:
It was reported that one hour into a routine dialysis treatment approx 300cc of blood noticed on the floor. It was discovered the venous line was disconnected from catheter. Normal saline was given for volume replacement and the pt was sent to hosp.